Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and (B)(6) 2007 and mesh was used. It was not specified which product was implanted on which date. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat rectocele and enterocele concurrently with a perineoplasty and posterior vaginal vault repair. It was reported that following insertion the patient experienced pain, erosion, dyspareunia and incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to mesh erosion and pain the patient underwent removal on (B)(6) 2009 and (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-02071. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.